Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. The physician did not have any additional relevant information. The cause of death is unknown and the relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.